Event description:
Offset reamer came apart at the distal end. The screws came out of the bottom portion of the reamer casing. It was after the case with we were pulling it out of the end effector. Screws were accounted for, but threads were stripped so we threw them away in the sharps container. Very small screws holding the casing together of the distal portion of the offset reamer is what I¿m referring to. Case type / application: tha 4.1.

Event description:
No new information.

Manufacturer narrative:
An event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection confirmed the event. The device is missing all screws, thus causing the reamer causing to come off. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review is not required as there was no patient involvement. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.